Manufacturer narrative:
Philips service reconnected the can cable and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm intermittently failed to move due to a damaged can cable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.